Manufacturer narrative:
(B)(4). Results: yielded jaw the er320 device was returned for analysis and upon inspection. The jaws were found to be in a yielded condition and with a clip jammed in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 11 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that he placed several clips on the vessel. When he went to place another clip that the clip was partially in the jaws. He had to fire the clip outside the patient to get the clip out of jaws and then device loaded next clip correctly. It is unknown which actual firing it was. Case completed with same device. There were no patient consequences reported.